Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7056266, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that two hours after the patients implant procedure the patient could not feel anything from belly button down. It was suspected that the cause was hematoma and the physician does not believe that it was device related. Magnetic resonance imaging (MRI) and computed tomography (CT) scan did not show any definite symptoms of what caused the onset of symptoms. The patient underwent an explant procedure and was doing well.